Event description:
Customer reportedly obtained results of 102 mg/dl and 185 mg/dl within 10 minutes on the aviva system. No treatment info provided. No adverse event reported. System is unavailable for return.